Event description:
The customer reported the unit will not switch from pads to leads for ECG, 12 lead ECG would not show on display. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the unit will not switch from pads to leads for ECG, 12 lead ECG would not show on display. There was no reported adverse pt impact. The philips repair bench evaluated the device and ECG cables and was unable to recreate the reported issue. No trouble was found with the device or ECG cables. The device passed all performance assurance testing and was returned to the customer. Because the problem could not be recreated, the cause could not be determined. As of (B)(4) 2012 the customer has not reported any further trouble with this device.